Event description:
It was reported an error with their continuous glucose monitor, specifically cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, and after completing the reset, the error no longer appeared. The caller successfully started a new sensor session.